Manufacturer narrative:
B5 - upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction. Initial MDR is not applicable. Claim# (B)(4).

Manufacturer narrative:
Manufacture narrative: h6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) procedure, the patient experienced excessive vaulting. The lens remained implanted. The cause of the event was reported as unknown.